Manufacturer narrative:
Concomitant medical products: product ID a2dr01, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds noted on the right ventricular (rv) lead. The lead was previously reprogrammed for an unknown reason. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed due to chronically high thresholds and the patient was dependent with no underlying rhythm. The high thresholds were deemed to be physiologically necessary due to the patients dependency. The physician opted to explant and replace the lead due to the chronic nature of the lead rather than reposition it.